Event description:
It was reported that the rechargeable battery for the sound processor was found to have swollen. No reports of patient injury are associated with this event. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
Device is not available for analysis. This report is filed february 14, 2014. Device not returned to manufacturer.

Manufacturer narrative:
(B)(4).